Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00493574_1644408-2025-00557; 509-02-436, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Patient had a slight inflammation so doctor wanted to wash out and do a poly swap.